Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact information for the implanting surgeon; therefore, follow up could not be conducted. (B) (4)

Event description:
An unknown reporter sent a video showing an opacified intraocular lens (iol) which had been implanted in 1997. A yag laser procedure was reported to have been performed one year later for capsular distention and posterior capsule opacification. The patient is reported to now be experiencing increasing glare. The reporter did not provide any contact information for the implanting surgeon; therefore, follow up could not be conducted.